Manufacturer narrative:
It was reported that the end user was ambulating downhill with the rollator and the brake did not work. He fell and was hospitalized for an unk reason. No further details were given. The sample was not returned for eval. No photos or lot number were provided. It is not known how the device was being used or if the brakes were appropriately adjusted after assembly. There has been no response to requests for add'l info. We have not confirmed the issue or identified a root cause for the reported incident.

Event description:
The end user was walking downhill with the rollator. The brake apparently did not work, he fell and was hospitalized for an unk reason.